Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery s/n: (B)(4) was not working properly. According to the reporter, when the battery was used in the autopulse platform, the platform displayed an unknown error message. No further information was provided.